Manufacturer narrative:
Report source foreign: (B)(6).

Event description:
Information was received that a pharmacist called saying that a smiths medical cadd legacy plus pump was alarming for occlusion, I asked to do the maneuvers to remedy the problem. When I returned from vacation I checked with him that the problem was solved only by changing the cassette. It was not possible to track the batch of inputs or the pump number. No adverse patient effects were reported.